Event description:
It was reported that the patient had been experiencing ¿intermittent problems with it from day to day,¿ noting ¿some days it appears to be working properly and the very next day he is in a lot of pain.¿ they were going to see the pain doctor for the second time in two weeks. It was noted that after the (B)(6) 2013 refill it ¿never seemed too right after that.¿ at the (B)(6) 2013 refill the hcp (healthcare provider) thought the patient needed an increase so he increased the medication, the specific dose change information was not provided. It was noted that no alarms were sounding. It was noted that the traveling nurse ¿was there¿ the week before the initial report was made and she said that the battery life didn¿t appear to be unusual. The print out stated the estimated eri (elective replacement interval) was 30 months. The caller noted ¿a couple of times, not in a few years, the actual medicine that went into the pump was defective for some reason,¿ it was clarified that the medication did not work for the patient. The reporter stated that the hcp ¿might just take the medicine out and refill the pump with new medication.¿ the device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n170297, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). "Intermittent problems with it," "never seemed too right after that".